Event description:
A physician reported that after implanting the intraocular lens (iol) in the patients eye, a very tiny scratch was seen in the area close to the bottom part of optic near trailing haptic root from optic in a significant number of cases. The visual function is not affected by this. The surgery was performed and completed without product replacement. Additional information received and stated that, there was no patient harm reported.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).